Event description:
Customer reported a leak in the reaction cuvette wheel of the unicel dxc 600i synchron access clinical system. The customer identified a leak on the reaction cuvette wheel that was contained in the trough. The customer replaced two cuvettes and found approximately 10ml of clear fluid. The customer was wearing personal protective equipment of lab coat and gloves. There was no reported exposure or injury. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
Beckman coulter quality assurance personnel contacted the customer (lisa miller) on (B)(4) 2013. The customer stated the fluid discovered on the reaction wheel and in the trough was caused by the cartridge chemistry (cc) sample probe leaking. The customer stated the two cuvettes were replaced incidentally and did not contribute to the leak found in the reaction wheel trough. The customer stated priming the instrument resolved the issue and no further leaks have been observed from the cc sample probe as of (B)(4) 2013. The customer was asked if she would like a service engineer to inspect the cc sample probe or instrument and the customer declined. Identification of failure mode: the failure mode was a leaking cc sample probe. A leaking sample probe can impact any or all chemistries, including critical chemistries. (B)(4).